Event description:
A potential product issue has been reported with our artiste linear accelerator. In the abundance of caution this issue is being reported. A treatment dose was not recorded correctly in lantis. It is unknown if mistreatment has occurred or if anyone was injured. Preliminary risk analysis is complete. Root cause is pending investigation. Final corrective action is pending.

Manufacturer narrative:
The installed syngo therapist rt catalog and serial numbers are as follows. Catalog number is 10145179, (B) (4). Preliminary risk analysis indicates: severity: preliminary 3 (critical). Case 1: if dose is not correctly recorded for more than one fraction and this is not corrected by manual treatment in lantis. Assessment 3 (critical). Case 2: if dose is not correctly recorded for one fraction and this is not corrected by manual treatment in lantis. Assessment 2 (moderate). Reason: negligible for a single fraction but in addition with system tolerances, it can sum up to more than +5% as described in article below (please note, literature (e.g. Iaea) indicates that dose should be delivered within 5 % accuracy based on tcp data - see literature extracts below - a single fraction is well within this band, therefore negligible). No other product is concerned.